Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13g1703, h13c07061 and h13e17016. All release criteria were met prior to the release of these lots. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis. Three days later, the patient was hospitalized for this event; however, treatment was not reported. At the time of this report, the patient remained hospitalized and the pd catheter had been removed. No additional information is available. This is report 3 of 3 for this event.